Event description:
I have macular degeneration (wet) in my left eye and have been receiving treatment for it in the form of a shot in the eye. I have had several of the shots with no problem; however, the last time I got the shot was on (B)(6) 2016 at my retina physicians and surgeons location. The last shot I got, injected a lubricant (oil) in my eye from what the eye doctor told me. He indicated that it came from the syringe manufacture. This lubricant in my eye has caused my vision to be impaired. I have 100 plus black dots floating around inside my eye and several very large black circles floating in my vision. I have tracked down the manufacture of the syringe and called their complaint number two times and have not received any response. I asked my eye doctor to call them and they have not been able to get any response. I have had two eye surgeons look at the eye and both of them can see the material floating in my eye. My questions to the company that made the syringe are the following: how is the lubricant (oil) inserted into the syringe/needle? Is the lubricant (oil) biodegradable? How is the amount or lubricant controlled? What is the name of the lubricant? As I indicated before no response. My eye surgeon as indicated that this material can be removed from my eye via surgery, but with some risks.